Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction while turning the arm positioner in the closed direction to grasp resulted in the reported tissue damage; thus resulting in the reported mitral regurgitation. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2104 labeled 1964 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for tissue damage, causing an increase in mr requiring prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4 with calcification on the anterior leaflet. A mitraclip was implanted and remained stable on both leaflets, successfully reducing mr to 2. A second mitraclip ntr (90320u148) was advanced to further reduce mr. The clip was advanced and grasping was achieved, however while turning the arm positioner in the closed direction, a perforation of the anterior leaflet was noted increasing mr. Tension was released after closing the clip to 60 degrees. Troubleshooting attempts were performed, however mr was unable to be reduced. The clip was removed. Post procedure mr increased to 4. Heart surgery will be considered but no treatment has been planned at this time. There was a clinically significant delay in the procedure resulting in prolonged hospitalization of the patient. No additional information was provided.